Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed false pauses due to oscillation. No intervention was performed at the time. Patient was asymptomatic.

Event description:
New information noted that programming changes were made to the implantable cardiac monitor to resolved undersensing issue.